Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening and/or migration/subsidence of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date approximately 15 years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due suspected wear and instability. The bearing and locking bar were removed and replaced.